Event description:
The doctor reports that the implant¿s packaging was open, with the mounting device detached from the implant. Doctor confirmed that the event was discovered at the exact moment of unpacking the product. No impact on the patient's health.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative the doctor reports that the implant¿s packaging was open, with the mounting device detached from the implant. The called on (B)(6) 2025 and confirmed that the event was discovered at the exact moment of unpacking the product. Zimvie received one (1) oss311, (osseotite implant 3.75 x 11.5mm) for evaluation. Visual inspection was performed. No mount returned and no damage to the implant was identified that would cause or contribute to the event. Cal4063 due (B)(6) 2025. The coob is non-verifiable as the condition of the implant / packaging when received by the customer is unknown / non-verifiable DHR review was completed for the subject lot number 2120012926. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120012926 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: packaging: damaged or un-sealed sterile barrier. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was incorrect handling by end user. Therefore, based on the available information, a device malfunction could not be verified. The returned implant packaging box and mount were not returned and no damage to the implant was identified that would cause or contribute to the event. The coob is non-verifiable as the condition of the implant / packaging when received by the customer is unknown / non-verifiable no further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.